Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified left main trunk. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon second inflation at 6atm. Per physician comment, engagement angle of the guiding catheter was to tight which seemed to be the cause of the balloon rupture. The procedure was completed with a different device. There were no patient complications reported post procedure.